Event description:
A nurse reported that the patient connector of a transfer set would not connect well to the titanium adapter when the transfer set was being changed. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). If additional relevant information is received, then a follow up report will be submitted.